Event description:
It was reported that the device had premature battery depletion and triggered the patient alert. It was noted that the patient used a bone growth stimulator. It was further reported that a review of the device product performance information showed evidence that the remote monitor had a frequent polling pattern that may have contributed to the rapid depletion of the device battery. The device was explanted and replaced. The remote monitor was to be returned back to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator)was indicated. The time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equal to 2.899 to 2.606 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.